Manufacturer narrative:
Investigation in process. No additional info at this time.

Event description:
It was reported that: "patella reamer was applied to the patella. Reaming was started; as we were reaming, the stop on the reamer shaft broke off. We reamed and 4-6 mm of the patella was left after surgeon was done reaming. Surgeon ended up putting on a smaller patella."